Manufacturer narrative:
One used sample was received for evaluation. Visual inspection revealed no visible damage. The catheter was fully extended and there was no evidence of arching or curvature from the distal end type or in any parts of the catheter. The distal end of the catheter was inspected for a blocked skive, and the skive opening appeared to be clear of any obstruction. When reviewing the manifold and the peep seal, the skive was visible outside of the seal cartridge subassembly area. The male insert on the double swivel elbow was connected to a 15mm female plug. The female insert on the double swivel elbow was connected to a 15mm male tester. The sample was tested, and passed as being within specifications. The reported failure could not be reproduced in the lab. The reported event could not be confirmed. No root cause could be determined. All information reasonably known as of 16 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m6173t306 was reviewed and the product was produced according to product specifications. All information reasonably known as of 01 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that after suctioning, the nurse found waterdrops in the sleeve and heard the sound of an air leak. The suction catheter was replaced immediately and there was no problem after that. No reported injury to the patient. No further information has been provided at this time.